Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to exhibit high out of range pace lead impedance greater than 2,000 ohms along with no sensing and loss of capture (loc) which resulted to asystole of less than two seconds. The rv lead was reported to be fractured which caused the observations. An invasive procedure was performed where the rv lead was surgically abandoned. The rv lead was checked through the pacing system analyzer (psa) which confirmed that the pace lead impedance was greater than 3,000 ohms along with no sensing and loc. The rv lead is no longer in service and was successfully replaced . No additional adverse patient effects were reported.